Event description:
(B)(4) it refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2013. Consumer reported that she had essure implanted in (B)(6) 2013. Four months after her surgery, she went to the emergency room with extreme abdominal pain and it came to the conclusion that her appendix was enlarged and there was no infection; it was appendicitis. She had emergency surgery that day. Since then her health has got horrible. She suffered daily with pain mostly in left side, migraines, which she never had before essure. Her hair fell out in clumps, had zero energy, zero sex drive and when she force to be intimate with her partner of 11 years it was excruciating pain. Her periods before we're always like clockwork now they show up at random times, some months don't even have one and then heavy bleeding. This lasts about 2-3 days then it stops and comes back a few days later. Her declining health has made her unable to work, and has mentally torn her apart. A therapist and psychiatrist diagnosed a depression. Two weeks before this posting, she wrote a suicide letter and swallowed a handful of anti-anxiety medication hoping her pain would end. She also suffered from declined vision, dizziness and had no short term memory. Follow-up from 24-sep-2015: no new information provided. Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 13-oct-2015: the consumer reported via social media that every week she has an appointment for migraines. She stated that never had 1 migraine until essure. Essure questionnaire received 06-nov-2015 no new clinical information received. Follow up identified on 07-jan-2016: the consumer stated essure has ruined her life and destroyed her. Follow up information received from consumer via social media on 14-mar-2016: consumer reported since essure she has experienced fatigue, stabbing cramping pain left side lower abdomen, shaky hands, tender breasts and heart burn with onset date on (B)(6) 2016. On (B)(6) 2016 she was very emotional, and anxious in the morning, lashed out, in her feelings, eyes running nonstop (super dry eyes), slight pain (far left lower abdomen), menstrual like in nature pain scale about a 3, felt pressure, and shoot stabbing pain, pain shooting up under lower left stomach rib area. On (B)(6) 2016 she stated in the last few days she had not logged due to severe depression. She did know why she just felt really sad like she was ready to end her work on earth. She also mentioned that on (B)(6) 2016 she woke up with mild headache, fatigue as always, and frustrated easily. Follow-up received on 29-mar-2016: consumer reported via social media that she is lying on a coach with zero energy. According to her, her motherhood and sex drive has been taken away. She has irregular periods, stabbing pain on left side, very blooded feeling (as reported, understood as very bloated feeling) and e belly. Additionally, consumer informed that essure is causing pain to her since 4 years and states that she had excruciating pain 4 months after she was implanted with essure. According to reporter, essure does cause inflammation and she stays constantly sick and her family thinks she is crazy. She is also suffering from anxiety and depression. Follow up 01-apr-2016: case upgraded to incident. The patient reported via social media that on (B)(6) 2016 she had to go through hysterectomy. No additional information was provided. Follow-up received on 04-apr-2016: information received from consumer via social media states that she is whole again and free (as reported). She is sorry she trusted a device that deprived her being a mommy. No further information was provided. Follow-up received on 04-apr-2016: consumer reported via social media free (as reported) as of 28-mar and states that, on (B)(6) 2016, she woke up completely pain free. She has not woke up pain free in nearly 3 years. Follow-up received on 19-apr-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced periods show up at random times, some months don't even have one and then heavy bleeding (seen as menometrorrhagia), depression with suicidal attempt and appendicitis / appendix was enlarged. Consumer underwent a hysterectomy. The reported events were considered serious due to medical significance and only menometrorrhagia is listed in the reference safety information for essure. Suicidal ideation almost always occur, but not limited to, in people with depression, bipolar disorder, schizophrenia, alcohol/drug dependence or personality disorder. Considering that essure is a method of local, mechanical action, being very unlikely its systemic influence, the event depression with suicidal attempt was assessed as unrelated to essure. Appendicitis is caused by obstruction of the appendiceal lumen. The most common causes of luminal obstruction include lymphoid hyperplasia secondary to inflammatory bowel disease or infections, fecal stasis and fecaliths, parasites, or more rarely, foreign bodies and neoplasms. Independent of the etiology, obstruction is believed to cause a continuous secretion of fluids leading the intestinal bacteria within the appendix to multiply. Thus, based on appendicitis / appendix was enlarged physiopathology, this event was also assessed as unrelated to essure use. With regards to the event menometrorrhagia, based on its nature, a causal relationship cannot be excluded. This case was upgraded to incident since surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.